Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES drawer 4 was failed to stay closed. The customer stated that this malfunction occurred while dispensing medication to patients and caused delay in patient care. However, there was no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 14-SEP-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the drawer 4 was failed to stay closed. A field service engineer found that the drawer was not sensing the closed position due to a missing magnet, replaced the magnet and verified proper drawer operation. The customer successfully recovered the drawer and confirmed the issue was resolved. The system functioned as intended after the field service engineer repaired the device.